Event description:
It was reported that the procedure was to treat lesions located in the proximal left anterior descending (lad) artery and the proximal left circumflex (lcx). After successful deployment of a xience stent in the lad an attempt was made to stent the proximal lcx. After predilatation was performed with the use of buddy wires for support, and a repeated change of guide wires and guiding catheters, while pushing the 3.5x15 mm xience v stent delivery system (sds) through the tortuous and angulated lcx the shaft of the device became totally kinked and separated. The sds was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch report, the following new information was received: it was the proximal shaft of the device that kinked and separated. Another stent delivery system was used to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kinks were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.